Manufacturer narrative:
According to the files analysis, the event date was corrected to 29 january 2023. Analysis of the patient files revealed : an abnormal battery curve depletion since (B)(6) 2023. No charge or overconsumption could explain the fast battery depletion during this period. Ventricular impedance leads are stable in normal range the ICD was explanted on (B)(6) 2023 and returned for analysis. The analysis of the explanted device revealed : upon reception, the returned device was interrogated and found operating in vvi mode o ventricular channel was with 1,7 v amplitude, and 0.38ms pacing pulse width; o proper sensing and pacing operations were observed; o no overconsumption was observed during consumption measurements by telemetry - then the device was opened to have direct access to internal components: o battery voltage was measured at 2,65 v o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption; - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid tests : no significant error was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured) and considering the battery voltage at reception. - further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, the remote monitoring system raised an alert "eri reached" on the subject device. The battery voltage value significantly dropped quickly although no shock delivered and lead impedance curve did not reveal any irregularities. Device replacement is planned by the center.

Event description:
Reportedly, the remote monitoring system raised an alert "eri reached" on the subject device. The battery voltage value significantly dropped quickly although no shock delivered and lead impedance curve did not reveal any irregularities. Device replacement is planned by the center.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the remote monitoring system raised an alert "eri reached" on the subject device. The battery voltage value significantly dropped quickly although no shock delivered and lead impedance curve did not reveal any irregularities. Device was explanted.